Event description:
Hcp reported the patient was complaining of "not being relieved anymore from the intrathecal infusion." The catheter was checked with xray and withdrawal of drug from the sideport - results unk. The pump rotor was checked and did not do the 90 degree rotation after a bolus was programmed. The pump was removed and returned to the manufacturer for analysis. A follow up reported will be sent when additional information is received.